Event description:
It was reported that upon interrogation, high, out of range, high voltage lead impedance was observed. Externalized conductors were observed via x-ray. No further action was taken. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.